Manufacturer narrative:
Month and year of event have been provided, day is unknown. Lot number, expiration date and manufacture date are unknown, no information has been provided to date. Device evaluation: one used decontaminated sample was returned for investigation. Under visual inspection it was noticed that inflation line was detached from pilot balloon. No lot number was provided therefore no device history report (DHR) review could be completed. This issue will continue to be monitored and further actions taken accordingly.

Event description:
It was reported that during the use of the product, the pilot balloon got detached from the inflation line. No patient injury reported.